Event description:
It was reported that the device (1) 512s was used during a lavh. It was reported by the rep. That the surgeon used a 512s trocar and found the safety shield actuation button would not stay armed. Surgeon used a new 512s trocar to complete the procedure. There was no consequence to the patient.